Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge. There was no adverse impact to the customer's blood glucose level. The customer was able to successfully load a new cartridge and resume insulin therapy.